Manufacturer narrative:
On 04/05/2018, mentor received additional information about the event: patient experienced pain and distortion in her right breast. The left implant deflated as well. This will be reported to the FDA in another medwatch form. Patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 375cc saline breast prostheses on (B)(6) 2018. On 04/11/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/11/2018, mentor received additional information about the event: the date of event was originally reported to be 03/02/2018. New information states that the date of event is (B)(6) 2018. Patient age at time of event is (B)(6), not (B)(6) as originally reported. The implantation date was originally reported to be 02/03/2010. New information states that the implantation date is (B)(6) 2010. Concomitant product is a mentor smooth round moderate profile 425cc saline breast prosthesis, cat. #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/31/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/11/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 0.15 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by MRI. A possible bilateral replacement was reported, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.